Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Event description:
It was reported the ipg was unable to communicate with the external devices. The sjm representative confirmed the issue. The patient reports she recharged her scs system 1-2 times a week for a total of five hours. The patient stopped receiving stimulation approximately a month ago. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Correction/removal number: 1627487-12192011-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.